Event description:
It was reported that the 8mm monopolar curved scissors (mcs) instrument had a broken cable. No fragments fell into the patient. No further information was provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and failure analysis could not reproduce to be related to the customer reported complaint. There were no frayed or broken cables observed during visual inspection. The instrument articulated as expected during manual articulation. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. Additional observation(s) not reported by site: the instrument was found to have blade damage at the tip of the blade. One of the blade edges was indented. The blade indentation did result the cut test failure. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage. Also, detached fragment was not returned. The complaint was not confirmed by failure analysis. The probable root cause cannot be determined.